Event description:
It was reported that during unpacking of the 10x39mm omnilink elite peripheral stent system, it was noticed that the stent was a little loose and positioned half way off the balloon. The device was not used and another omnilink elite was then used successfully to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the otw omnilink elite was returned and the reported stent movement was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.